Event description:
It was reported that during surgery for a total hip replacement due to medial femoral neck fracture, soon after injection of simplex the pt experienced blood pressure decrease and then cardiac arrest. Pt expired.